Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented in clinic for normal device check, crosstalk was observed. Programming changes were made. Patient will be followed normally.